Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from quick release/site connector. Infusion set was used for one day. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.